Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: soundstar eco catheter (us catalog # 10439011, lot # unknown). (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, transseptal puncture was performed using brockenbrough technique, during merge with thermocool® smart touch® sf bi-directional navigation catheter, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed and pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. Patient¿s blood pressure stabilized after pericardial drainage. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician suspected a perforation occurred during coronary sinus indwelling. The physician stated there¿s no causal relation between the bwi product and the adverse event. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 2/21/2019, additional information about the patient and event was received. It was reported the patient was female patient. The adverse event occurred during the procedure, after transseptal puncture was performed using brockenbrough technique and during the mapping phase while merge correction with the thermocool® smart touch® sf bi-directional navigation catheter. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. It was also confirmed that no error messages were observed on any bwi equipment during the procedure. Manufacturer¿s ref # (B)(4).